Event description:
The following has been reported: biomed reported: "leaking from side of the 2 pieces of the set. Loss of some rituxin since leaking during infusion". Patient harm: no. A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.